Manufacturer narrative:
Depuy considers this complaint closed at this time.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2266990, 2345788, 2303622, and bd4ej1. A search of the complaint database search finds one additional reported incident against lot code a4pa84 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient experienced severe pain and discomfort, loosening of the hip implant, and difficulty ambulating. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that the patient had loosening of the stem records are available for further review.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf and sticker sheet received. Ppf has no new allegation. Sticker sheet shows that the patient was revised to a prostalac stem, cup, liner and head then were removed on (B)(6) 2008 which indicates that the infection was already cured. Re-implanted total hip prosthesis was competitor. Doi: (B)(6) 2007 dor: (B)(6) 2007 (left hip).